Manufacturer narrative:
Device code relates to problem code for the reported event of "stent kinked". A visual evaluation of the returned device found that the proximal tip is damaged and it is kinked/ severely damaged approximately at 4cm from the proximal end of the stent. Based on the product analysis, it is most likely that some procedural / anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the stent kinked, this condition can cause issues to advance the stent through the scope and continued efforts to advance the stent could have caused the damages found on the stent. Therefore, ¿operational context¿ is selected as the most probable root cause for the complaint. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an advanix¿ pancreatic stent was placed into during a pancreatic duct stent placement procedure performed on (B)(6) 2017. According to the complainant, the stent was inserted endoscopically into the pancreatic duct through the guidewire, however severe resistance was felt at the mid-way. The procedure was completed with another advanix¿ pancreatic stent. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; stent kinked/bent.